Event description:
It was reported that the left ventricular (lv) lead dislodged and also had high thresholds. The lv lead was repositioned into a different branch and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-58 lead, implanted: 2014-(B)(6); 4076-52 lead, implanted: 2014-(B)(6). (B)(4)